Event description:
(Note: this event is being reported now as a result of an FDA inspection at our facility (dale medical products, inc.) On (B)(6) 2011. Our initial review of this issue concluded that this was not a reportable event. However, it was the opinion of the investigator that these were reportable.) In (B)(4) 2009, dale medical attended the (B)(6) conference which we normally do. At the conference, it was reported by a healthcare facility in texas that they had seen pt skin breakdown with the dale medical 270 device. After the conference, dale medical personnel contacted the user facility for additional details on the skin breakdown. The facility replied that there had been several pts with breakdown on the lip(s). They also indicated that respiratory does not track skin breakdown routinely, nor braden scores, therefore, pt specific data was not available for review or discussion.

Manufacturer narrative:
To re-iterate: dale medical products, inc. Is reporting this event at the recommendation of an FDA investigator during an inspection. This event was originally entered into our complaint database as a "customer inquiry" regarding the proper use of the dale 270 device. The facility had noticed some lip tears on pts when the adhesive portion of the device was removed. Some of the recommendations on the device labeling were not followed such as consistent use of a barrier wipe, supporting of the ventilator arm, and assessing the pts skin condition prior to use. The adhesive used in this device is the same as that used on dale device 160, nasogastric tube holder and we have never had a report of skin issues associated with that product. Additionally, (B)(4), where the facility was looking for additional information or in-service training.